Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased atrial sensing was noted and imaging confirmed the atrial lead was dislodged. The lead was repositioned. The patient is in good condition following the procedure.